Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported the error message check vent backup alarm failed. There was no patient involvement. The customer spoke with a remote service engineer (rse) and reported they attempted to change the motor controller board; however, the issue remained unresolved. The error check vent backup alarm failed still appears. The rse informed the customer about the suggested repair per the service manual, which indicates to replace the cpu, and advised to call back after the installation to obtain encryption codes to reinstall software options. The customer reports they replaced the cpu and resolved the issue, and received the option codes required. The issue has been resolved.